Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2019. Patient has been on extracorporeal membrane oxygenation(ECMO) and continuous renal replacement therapy(crrt). Patient experiencing bleeding and a malpositioned bend relief. Impella placed the night of the surgery & patient was bleeding due to unknown cause - exploratory re-opened chest to find source of bleeding. No source found the night of surgery and patient was kept as open chest due to no source of bleeding found. Bend relief of outflow gratf(ofg) is off per verbalization of the doctor. Bend relief in an area where visualization was not possible. The doctor was utilizing the sense of touch not visually seeing the issue. The bend relief was not related to the bleeding. The doctor used a tool to connect the bend relief. In addition, the doctor found the source of bleeding, one of the sutures he placed, that area was the bleeding site. He reinforced it. Bleeding stopped. Pressures getting better but flows improving slowly. It was reported that the ECMO circuit was removed in the operating room(or) on (B)(6) 2019. Crrt was stopped temporarily before patient was taken to or. After removal of ECMO circuit in the operating room, echo was performed and speed was increased from 5000 to 5100 rpm. Flows are now 4.9. Patient was monitored by intensive care unit(ICU) nursing staff and mds to ensure patient condition was stable. Patient condition had been improving. No further information provided.

Manufacturer narrative:
Section g2: correction. Manufacturer's investigation conclusion: the report of the bend relief disengaging could not be confirmed through this evaluation as no images were provided and a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for review. It was reported that the patient was implanted on (B)(6) 2019. The patient was observed to have a calcified heart, so the apical cuff was placed on posteriorly on the left ventricle. It was noted that there was mild mitral regurgitation (mr). This was due to a cut chordae in the mitral valve (mv) apparatus. The pump speed was increased to improve mr. The pump speed was then decreased for about 20 minutes due to pi events dropping the speed to the low speed limit. When the pump speed was increased again, the patient was found to be in atrial fibrillation. The patient remained pacing until another manufacturer¿s representative arrive onsite to adjust the patient¿s pacemaker (pm). The patient continued to have more pi events due to atrial fibrillation, so the pump speed was reduced again. The representative resolved the issues with their pm and the patient¿s chest was closed. During the night of the surgery, an impella was placed and it was noted that the patient was bleeding from an unknown source. The patient¿s chest was re-opened for an exploratory to find the source of the bleed. No bleeding source was found and patient¿s chest remained opened. The doctor noted that the bend relief of the outflow graft was off after feeling around the area. The bend relief was not related to the bleeding. The doctor connected the bend relief. In addition, the doctor also found the source of bleeding. Bleeding was coming from one of the sutures that the doctor had placed. The area was reinforced and the bleeding stopped. It was reported that the pressures were getting better but the flows were improving slowly. No bleeding was observed at the cuff. On (B)(6) 2019, the patient¿s impella was removed. The patient remained on medication and was given several tests with pump speed adjustments. It was also noted that the patient has been on venoarterial extracorporeal membrane oxygenation (va-ECMO) and continuous renal replacement therapies (crrt) during the recovery period. On (B)(6) 2019, it was reported that the patient¿s condition was improving. Crrt was stopped temporarily and the patient was taken to operating room (or) for the removal of the ECMO circuit. After removal of the ECMO circuit, an echo was performed and the pump speed was increased. The flows were observed at 4.9 lpm. The account reported that the patient would be monitored by the nursing staff and medical doctors in the intensive care unit (ICU) to ensure that the patient¿s condition was stable. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until (B)(6) 2019, when the patient expired (reported in manufacturer report number 2916596-2020-00069). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas IFU lists bleeding, cardiac arrhythmia, renal dysfunction and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also lists arrhythmia as a potential late postimplant complication. The IFU provides proper orientation of the lvad during surgery. In addition, this document provides information regarding how to prepare the sealed outflow graft, de-air the pump, and confirm that the bend relief is fully connected and seated to the outflow graft. This IFU also cautions the user to ensure that the sealed outflow graft bend relief remains connected during sternal closure. Lastly, the IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. It describes all system alarms and the recommended actions associated with them. The IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.